Event description:
The distributor reported on behalf of the user facility the following incident: the product was opened during the surgery. A hair was found in the acs package. The product is not available for return.

Manufacturer narrative:
The device is not expected to be returned for eval. An investigation has been initiated based upon the reported info.